Event description:
It was reported that a user on day three of ilet experienced recurrent low and high blood glucose fluctuations, including a documented low of approximately 40¿50 mg/dl confirmed by meter, with lows lasting about three hours and resolving after oral carbohydrate treatment with juice; the user reported not announcing every meal, eating infrequently, and overcorrecting lows, and received education on meal announcements, consistent eating, and appropriate hypoglycemia treatment. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included customer interview, data review, and troubleshooting with education. Investigation of this case revealed user-related factors such as inconsistent meal announcements and overcorrection behaviors contributing to glycemic variability. It was concluded that the event involved hypoglycemia with an unclear cause and user behavior likely contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.